Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 12/29/2023. An investigation was conducted on 01/03/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device body. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "fitting problem" was confirmed. The lot # 3000336701 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (4.3mm), was performed according to the procedure, but an incident occurred in which the proximal seal could not be loaded and remained in the device. The seal did not come out because it got stuck when they pulled it out in step 4. A new device was issued, and the operation was completed without any problems, and there were no problems for the patient.